Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal.

Event description:
It was reported that during a procedure to upgrade the pulse generator to a defibrillator, the physician used electrocautery which inhibited pacing support. The device was explanted.